Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 14-sep-2016, an fse visited the customer to address the reported event. During the service evaluation, fse discovered that the rotor seal, stator face, and 6 way valve seals were dirty. Fse replaced these items and the sample loop. They ran precision testing and quality control (qc) with acceptable results to verify operation. Then, the customer was able to calibrate and run validation on 20 patient with no errors detected. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a dirty rotor seal and stator face.

Event description:
On (B)(6) 2016, a customer reported they are getting low total areas on patient samples with their g8 analyzer that they were not getting on their other analyzers . Technical support advised the customer to dilute the samples and this resulted in normal total areas. The customer then provided a comparison of total areas on the analyzer and found that the total areas were lower on the g8 then the other analyzer. The customer confirmed that the waste tubing was seated properly. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.